Event description:
A user facility reported a fresenius 2008k2 machine with fuses that melted during a patient treatment. It was confirmed the patient was moved to a new machine, and there was no blood loss to the patient. It was confirmed there was no injury, adverse event, or medical intervention reported. A technician replaced the burned fuses to resolve the issue and return the machine to service.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. It was confirmed that the technician replaced the damaged fuses to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine with an unspecified component that melted during a patient treatment. It was confirmed the patient was moved to a new machine, and there was no blood loss to the patient. It was confirmed there was no injury, adverse event, or medical intervention reported. A technician was scheduled to service the machine. Additional information was requested, but was not provided.